Manufacturer narrative:
Olympus followed up with the local distributor in (B)(4) to obtain add¿l info regarding this report, but with no result. The referenced device was not returned to olympus for eval. Olympus checked the MFR history of the subject device, there was no irregularity found. The cause of this event could not be conclusively determined. If add¿l significant info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a colonoscopy, the users suddenly observed a strong highlight for a few second and after that, the light went out. The procedure was contained with another light source and lacerations and burns were observed in the colon.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2013-00045. Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required. The referenced device was returned to omsc for evaluation. Omsc evaluated the device and found that there was no abnormality and irregularity, also the error relevant to a lamp was not logged in the device. However the device was set to "manual brightness control" mode and the brightness adjustment was set to maximum. Consequently it was considered that the strong high light was attributed to the inappropriate handling by the user. The exact cause of the extinction of the lamp was not determined, however there was the possibility that it was affected by the temporary problem of the power of the facility and/or the mishandling by the user. The causal relation between the patient's injury and the device problem was unknown, however it was generally known that a patient injury during a colonoscopy was attributed to inappropriate handling of a device by user. Also, olympus stated the appropriate handling of the clv-180 and the counter-measures against the irregularity in the instruction manual. This report is being submitted as a medical device report in an abundance of caution.